Event description:
Info received indicates there's fluid ingress onto the left siderail ucm circuit board causing intermittent operation and an error code of 30-35.

Manufacturer narrative:
The technician replaced the left siderail ucm circuit board and right caregiver label to repair the bed. The bed functioned to specifications following the repair.